Event description:
It was reported that signal loss occurred. Date of event is an approximation. On 05/30/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of signal loss that had similar event details. It was reported that the patient is blind, and that even though the patient would have received alerts for the signal loss, they would have not been able to know for which these were. The day of the event the patient experienced feeling disoriented, weak, and ¿like collapsing¿. The patient called their neighbor who gave the patient 4 times 24mh of a sugar rich gel, and a large can of soda. The paramedics were called and by the time the paramedics arrived, the patient had stabilized, and no further medication or treatment was reported to be needed. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. This report is 2 of 2 allegations of signal loss that had similar event details. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that signal loss occurred. Date of event is an approximation. On 05/30/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of signal loss that had similar event details. It was reported that the patient is blind, and that even though the patient would have received alerts for the signal loss, they would have not been able to know for which these were. The day of the event the patient experienced feeling disoriented, weak, and "like collapsing". The patient called their neighbor who gave the patient 4 times 24mh of a sugar rich gel, and a large can of soda. The paramedics were called and by the time the paramedics arrived, the patient had stabilized, and no further medication or treatment was reported to be needed. At the time of the report the patient was stable. It was reported that signal loss occurred. Date of event is an approximation. On 05/30/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of signal loss that had similar event details. It was reported that the patient is blind, and that even though the patient would have received alerts for the signal loss, they would have not been able to know for which these were. The day of the event the patient experienced feeling disoriented, weak, and "like collapsing". The patient called their neighbor who gave the patient 4 times 24mh of a sugar rich gel, and a large can of soda. The paramedics were called and by the time the paramedics arrived, the patient had stabilized, and no further medication or treatment was reported to be needed. At the time of the report the patient was stable. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported. No additional patient or event information is available.